Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
The customer has reported that the cardiosave's intra-aortic balloon pump (iabp) was unable to turn on and the batteries are totally drained. The customer was unable to pull the iabp from the cart, to make sure the backboards are engaged properly. Also the customer was unable to pull the helium drawer out. The customer stated that the iabp sounds like the pump was not reassembled properly after being taken apart. The circumstances under which this event occurred is unknown. No patient was involved. No adverse event was reported.

Manufacturer narrative:
The customer reported that the intra-aortic balloon pump (iabp) was repaired on site and no parts had to be removed for repair. The iabp was cleared for clinical use.

Event description:
The customer has reported that the cardiosave's intra-aortic balloon pump (iabp) was unable to turn on and the batteries are totally drained. The customer was unable to pull the iabp from the cart, to make sure the backboards are engaged properly. Also the customer was unable to pull the helium drawer out. The customer stated that the iabp sounds like the pump was not reassembled properly after being taken apart. The circumstances under which this event occurred is unknown. No patient was involved. No adverse event was reported.